Manufacturer narrative:
Product ID 37744, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that an elective replacement indicator (eri) message was seen on the patient¿s implantable neurostimulator (ins). It was unknown as to the first time the eri message was notice. The currently battery voltage was reported as 2.63 volts (eri is triggered at 2.6 volts). The patient¿s settings were noted as 4.6 volts, 450 pw, 35 hz (6 anodes, 3 cathodes) and 3.1 volts, 450 pw, 35 hz (2 anodes, 3 cathodes). Longevity calculation reported to be 10.73 months until at end-of-service (eos) used 24 hours and that patient had approximately 45 days remaining. The patient¿s ins was implanted in (B)(6) 2011. It was noted that the patient had come into the physician¿s office with the ins off. Follow up information reported that the patient will be scheduled for a battery replacement in the next 30 days. Additional information received reported that the patient¿s device was replaced on (B)(6). It was noted patient was doing well now and was receiving good stimulation. It was later reported that the device would not be returned as the hospital sent it to be cultured. It was noted that there was no infection, this was standard protocol for the hospital.